Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax engineers came to the hospital inspection, found that ift was cracked at 45cm and peeled at 75cm, could not be used normally, it was brought back to the manufacturer for repair. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H5:labeled for single use? H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). D8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during daily check. No harm was caused to the patient. Ift with excessive bending, twisting and long time usage caused broken and wrinkle. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the ift was excessively bent or twisted during reprocessing or storage, which caused cracking and peeling of the ift after long-term use. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, avoid excessive bending. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 2-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 2-dec-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.